Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017 it was reported that the device was broken. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was july 18, 2017 where it was reported that the device was broken and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on october 17, 2017 revealed that the calibration and test cut could not be taken due to the damaged comb. The device was sent back with only the bottom part of the autoclave case. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 17, 2017 which included replacement of the damaged comb and damaged hardware. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that the comb was damaged. Therefore, the root cause of the device being broken was due to the damaged comb. It is unknown why the comb was damaged. However, it was revealed that the calibration and test cut could not be taken due to the damaged comb. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was broken. Investigation results revealed that the comb was found to be damaged. No adverse events have been reported as a result of this malfunction.